Manufacturer narrative:
The reported that this g9 unit and the central nurse's station (cns) did not alarm while the patient had a severe tachy that lasted for a minute. According to the customer, the g9 shows the alarm; however, the cns does not. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 concomitant medical device: the following device was used in conjunction with the g9: cns: model #: ni serial #: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: no.

Event description:
The reported that this g9 unit and the central nurse's station (cns) did not alarm while the patient had a severe tachy that lasted for a minute. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the reported that this g9 unit and the central nurse's station (cns) did not alarm while the patient had a severe tachy that lasted for a minute. According to the customer, the g9 shows the alarm; however, the cns does not. There was no patient injury reported. Investigation summary: there was no device or logs returned for evaluation; therefore, a root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/27/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 01/30/2026 I called chris to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for chris to call me back with this information. Attempt # 3: 02/02/2026 I called chris to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for chris to call me back with this information. D10 concomitant medical device: the following device was used in conjunction with the g9: cns: model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: no. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The reported that this g9 unit and the central nurse's station (cns) did not alarm while the patient had a severe tachy that lasted for a minute. There was no patient injury reported.